Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited a shocking lead impedance measurement greater than 125 ohms. Boston scientific technical services (ts) advised troubleshooting for a possible loose proximal set screw issue. The impedance was 90 ohms when programmed right ventricular (rv) lead coil to can. The device was left in this configuration. There were no adverse patient effects reported.